Event description:
The hcp reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system while attached to the esophagus. The capsule and delivery system had to be cut from the esophagus with biopsy forceps. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the plunger broken off, and the capsule still attached to the delivery system. The capsule trocar needle was advanced and blood was present. The analyst was able to grab remaining piece of plunger shaft and pull back which would have released the capsule.